Event description:
The customer reported the event occurred during reprocessing of the device following a procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. It is possible foreign material in running water may have entered the channel during reprocessing. Furthermore, the customer reported that the device was not completely reprocessed before it was sent to the repair center because it could not be reprocessed in the machine due to the clogged channel. The suggested event is detectable/preventable by handling the device in accordance with the following instruction for use (IFU). Operation manual chapter 3 preparation and inspection states how to detect the event. Reprocessing manual chapter 5 reprocessing the endoscope states preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, foreign material was found clogging the channel due to insufficient reprocessing. In addition, the scope cover was cracked due to handling, the suction cylinder was discolored due to handling, the switch box was dented due to handling, water could not be supplied due to clogging of the jet channel, the play in the angulation knob was out of specification due to wear of the angle wire, the distal end cover was burnt due to high energy accessories being used without sufficient distance from the distal end, and the connecting tube was scratched due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the auxiliary channel was clogged. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found clogging the channel. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.